Manufacturer narrative:
The information provided for the product code and common device name with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose in february with blood glucose in the 50-60 mg/dl range at the time of the incident. The customer was at 98 mg/dl at the time of the call. The customer used juice to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as this was a past event. Customer was in a psychiatric hospital and started having lows when they got out of the hospital. The insulin pump will not be returned for analysis.